Event description:
The pt died. The cause of death was unrelated to deep brain stimulation therapy. The cause of death was not specified. Please see MFR. 3004209178200905012. Add'l info has been requested. A f/u will be submitted if add'l info becomes available.